Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported she had been using the infusion sets since she was placed on the infusion device on (B)(6) 2011. Patient was using a competitor's infusion device. Patient stated by (B)(6) 2011, she took herself off of pump therapy due to being diagnosed with ketoacidosis. Patient reported she was admitted to the hospital on (B)(6) 2011, and left the hospital on (B)(6) 2011, at 9 pm, against medical advice. Patient stated she was not happy with the doctor. Patient reported she did not notice any concerns during any of the insertions. Patient was manually inserting the infusion sets. Patient stated she did notice leaking at the infusion site a few times. Patient reported this was noticed by wetness at the adhesive. Patient stated her blood glucose level went as high as 577 mg/dl before being admitted to the emergency room. Patient's target blood glucose range is 80-120 mg/dl. Patient reported they brought her blood glucose down by insulin drip and injection therapy. Patient stated the infusion set cannula was bent in half and she noticed this concern with every other infusion set. No product return was requested.